Event description:
It was reported when the device was used during a rectal procedure, the staples did not close. Consequently, the pt received a colostomy. There were no other reported pt consequences.